Event description:
It was reported via repair work order that the legs would not raise when loading due to worn leg bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.